Event description:
It has been reported to philips that the device will not function properly.

Manufacturer narrative:
Available details indicate that remote service support was received. Details provided in an update from the source case and an email response, customer elected to resolve the complaint on their own by purchasing a new device. No work was performed by philips and therefore the reported problem could not be confirmed. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available, the cause of the reported problem could not be confirmed. The device not returned; cause not established. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer will purchase a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.